Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1604155. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Although the DHR review revealed no abnormalities during the production of this device, our quality engineer notes that a possible root cause for this incident could be related to leakage in the syringe due to an imperfection in the plunger or a bad connection of the syringe with the used device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: april, 2016. (B)(4).

Event description:
It was reported that a (B)(6) male patient was hospitalized on (B)(6) 2017 for a cough and expectoration and diagnosed with bronchial pneumonia. On (B)(6) 2017, while using a bd 20 ml syringe with 18g x 1.5 in. Needle and injection pump to infuse ambroxol hydrochloride and a glucose liquid, a nurse noticed a small amount of liquid and a large amount of air in the syringe and extension tubing. Air was expelled from the syringe prior to the infusion. The nurse disconnected the extension tubing from the patient who remained conscious with a productive cough. A physician immediately examined the patient (no x-rays or other imaging studies were provided), told the nurse to stop the infusion, and ordered the nurse to provided the patient with oxygen. The physician advised the patient's family to go to the picu for further treatment but the family was reported to be emotional and declined further treatment. The patient and hospital required a third party evaluation and after receiving a health examination the patient was found to have a hearing impairment.